Event description:
Patient reported receiving a trial pair of air optix night and day aqua contact lenses on (B)(6) 2009. After wearing lenses for a few weeks, revenue product was ordered. On (B)(6) 2009, the patient traveled to (B)(6). He wore his previous brand of lenses with no issues. On (B)(6) 2009, the patient wore previous brand on right eye and the trial air optix night and day aqua lens on left eye. He experienced poor vision left eye throughout the day and had difficulty removing left lens resulting in mild pain, redness, watery discharge and blurry vision. He visited a medical clinic where eye was irrigated, vision noted as 20/200, cornea appeared normal, but was referred to an emergency room/trauma center for further eval as no eye specialist was on staff. He decided not to wait at the trauma center but consulted an optometrist by phone who advised waiting until returning home. He reported vision improved by 80% next day. Upon returning home, he was seen by a retinal specialist on (B)(6) 2009. Diagnosis of healing corneal abrasion, left eye. Best corrected visual acuity noted as 20/40-2, pinhole 20/20-2. Rtc 5-7 days. On (B)(6) 2009, noted improvement with double images particularly with night driving. F/u info received (B)(6) 2010, from the patient indicated that pt seen by corneal specialist on (B)(6) 2010. Experiences halos at night with slight blurriness and slight prescription change left eye. Next appointment scheduled for (B)(6) 2010. On (B)(6) 2010, medical record received (B)(6) 2010 indicated faint su-epithelial map lines and microcysts, os. Diagnosis of traumatic anterior basement membrane dystrophy and irregular astigmatism, os. Treatment plan of topography ou, recommend optive and wait at least 3 months for resolve, consider sk and polish if not resolved. (B)(6) 2010, medical records received (B)(6) 2010. On (B)(6) 2010, visit indicated finger print lines. Bcva 20/20. Performed sk and polish at patient's request. Bandage av oasys contact lens. On (B)(6) 2010, visit indicated epithelium intact and smooth, trace haze. Bcva 20/25. Doing well, halos gone.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).